Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During the lengthening procedure, the patient noticed the distraction tube of the hoffmann lengthener came apart.